Event description:
Boston scientific received information that at implant of this implantable cardioverter defibrillator (ICD) the first induction and defibrillation threshold (dft) test was successfully completed. However, with the second test, there were issues with radio-frequency (rf) telemetry which caused a shock-on-t command from the programmer to not transmit immediately to the ICD. As the physician was closing the pocket, the command did transmit and the patient went into ventricular fibrillation (vf) which the device detected and successfully treated. However, solid telemetry had not been obtained at that time so the field representative was unable to see any electrograms (egms) and the telemetry lost message still appeared on the screen. The physician was unhappy with the situation. No adverse patient effects were reported as the device appropriately treated the rhythm. The field representative noted that at this facility there have been issues with rf interference and discussions with boston scientific technical services (ts) and engineers were held to discuss interferers and the configuration of the equipment in the room. The field representative was going to discuss with the biomedical engineers at the hospital. Additional information was received that the issue was not resolved, and it was concluded that there was some unknown source of interference in the room; reportedly, the facility was looking into it. To mitigate the issue, further cases have been performed with a sterile wand on the field for back up and these were completed without any telemetry issues.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.